Event description:
It was reported that an overinfusion of heparin occurred. Pump was set to deliver heparin from a 25,000-unit bag at a rate of 20 cc/hr. Approximately 2 1/2 hrs into the infusion, nurse heard the pump beeping and went in to check on pt. She discovered the pump was beeping for "infusion complete" and noticed the rate display now read 120 cc/hr. The volume to be infused setting is unknown. There was no resultant pt complication.